Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A maquet service tech was unable to duplicate the described event. All functional and performance tests passed. A supplemental medwatch will be submitted if additional info becomes available. (B)(4).